Event description:
A patient became disconnected from a trilogy 100 ventilator and expired. The available information indicates, the ventilator's patient disconnect alarm activated at the time of the event. When the caregiver(s) for the patient responded to the alarm, the patient had expired. This event occurred in the patient's home. An investigation is on-going and a follow-up report will be filed when the investigation is complete.